Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis indicated that the interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range.

Event description:
It was reported that the right ventricular (rv) lead was fractured and exhibited high impedance on the superior vena cava (svc) coil. The lead was explanted and replaced. No patient complications have been reported as a result of this event.